Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the second tka of the day the surgeon was making his re-cuts on the distal femur, when the saw blade jerked and cut approximately 2mm deeper than the planned resection. When this happened, no error appeared on the screen, the model did not turn red, and the robot did not shut off. This caused a corner of the distal femoral cut to become notched approximately 2 mm. This issue was located only on the corner of the distal femur on the medial condyle near the anterior chamfercut. The surgeon then placed the planar probe on the cut and the system only red 1.0 mm deep. The surgeon then buffed the of the medial condyle of the distal femur cut and then stopped using the robot. This was the last cut before trialing. When he was trial implants on the patient, there was a definite gap on the medial condyle on the distal cut. The surgeon noted that the rest of the cuts were fine and that the error had not caused any rotation or extra damage to the tibia. He then used cement to fill the space. The robot was just serviced by the fse on tuesday (B)(6) 2018. The robot was used for three cases prior to this case with no issues. We have rescheduled the cases for tomorrow to ensure there is no issue with the robot. I have downloaded all the files from the robot and the patient's case onto the complaints share drive in a folder named: (B)(6) 2018 mayo clinic (B)(6). Please review this issue and inform of any corrections that need to be made.

Event description:
During the second tka of the day the surgeon was making his re-cuts on the distal femur, when the saw blade jerked and cut approximately 2mm deeper than the planned resection. When this happened, no error appeared on the screen, the model did not turn red, and the robot did not shut off. This caused a corner of the distal femoral cut to become notched approximately 2 mm. This issue was located only on the corner of the distal femur on the medial condyle near the anterior chamfercut. The surgeon then placed the planar probe on the cut and the system only red 1.0 mm deep. The surgeon then buffed the of the medial condyle of the distal femur cut and then stopped using the robot. This was the last cut before trialing. When he was trial implants on the patient, there was a definite gap on the medial condyle on the distal cut. The surgeon noted that the rest of the cuts were fine and that the error had not caused any rotation or extra damage to the tibia. He then used cement to fill the space. The robot was just serviced by the fse on tuesday 5/22/18. The robot was used for three cases prior to this case with no issues. We have rescheduled the cases for tomorrow to ensure there is no issue with the robot. I have downloaded all the files from the robot and the patient's case onto the complaints share drive in a folder named: (B)(6) 2018 (B)(4) clinic (B)(6) - dr (B)(6). Please review this issue and inform of any corrections that need to be made.

Manufacturer narrative:
Reported event: an event regarding unintended arm motion during a total knee procedure involving 3.0 rio robotic arm mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 355 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding unintended arm movement. There were two other reported events for the listed catalog number ((B)(4)). Conclusion: an analysis of the warnings in the crisis log file, femur checkpoint values, femur registration values, rio registration and verification values, and bone preparation checkpoints was completed. An analysis of the warnings in the crisis log file and the application workflow revealed that a ¿monitored tracker moved too fast¿ and ¿base tracker moved too fast¿ warning occurred during bone preparation indicating possible array movement. The mako tka application user guide states that sudden array movement "may indicate an unintended and potentially hazardous situation where the original implant plan (position/orientation) could be changed, translating into inaccurate bone preparation." All other areas of the investigation found error values within the accuracy tolerance region. No system defect or malfunction is suspected.